Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. This 20mm x 3.00mm ion stent delivery was selected for preparation; however, when the device was removed the package the user found that one of the struts was flared. The stent was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. This 20mm x 3.00mm ion stent delivery was selected for preparation; however, when the device was removed the package the user found that one of the struts was flared. The stent was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned complaint device revealed that the balloon was tightly folded with the stent secured on the balloon. There were bent and flared struts in the second and eleventh row from the distal end of the stent. There was also a kink in the balloon/inner shaft 1.5 cm from the distal tip; the kink was aligned with the damaged struts at the second distal row. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).